Event description:
Initial result for a pt sodium was 224 mmol/l. When repeated, the result was 131 mmol/l. The incorrect result was not used to guide treatment. The field service representative found that the waste valve was malfunctioning and repaired the instrument by replacing the waste valve.